Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter that one (1) ce intermate lv100 device was observed with the luer lock tip broken off during shipment to the patient's home. According to the report, the device was filled with 200ml of vancomycin (12.5mg/ml in normal saline). The customer stated there is some tubing still extending past the slide clamp from where the luer lock broke off and does not believe the slide clamp caused this. The pharmacist stated she does not have the missing piece and that the device was not connected to the patient (no patient involvement). No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The luer lock was not returned with the device for evaluation. The slide clamp was found engaged on the tubing to prevent the fluid from flowing out of the tubing. Visual examination of the unit confirmed the luer lock had been broken off the tubing set. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.